Event description:
It was reported that an ilet user experienced a low blood glucose event after announcing a meal and believes they overestimated the carbohydrate content, with confirmation by fingerstick and recent fill tubing earlier that evening while briefly disconnected. Symptoms included hypoglycemia with a lowest reported glucose of 63 mg/dl and approximately 30 minutes below range. Outcomes included self-treatment with food, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint intake and troubleshooting focused on meal announcement accuracy, recent system use, and operating conditions. Investigation of this case revealed no device alarms or malfunctions reported, stable settings without recent changes, and a likely user-related factor of carbohydrate overestimation temporally associated with the low. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.